Manufacturer narrative:
The insulin pump had button error alarm due to corrosion on the keypad trace. The display functioned properly and was not blank. There was no moisture damage found on the electronics assembly and motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 418 mg/dl. Customer treated their high blood glucose via manual syringe. Troubleshooting for moisture damage was performed. Customer advised they went into the beach while wearing the insulin pump. Customer advised they had a blank display and although the insulin pump dried out the display remained blank. Customer advised the display screen went blank immediately after being exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.